Event description:
The robotic grasper would not let go of the tissue. We used the emergency allen wrench to release it, but it still would not release. We had to do a total system shutdown to get the grasper to open its jaws. There was no patient injury.what was the original intended procedure?robotically assisted colectomy and rectopexy.